Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens has completed an investigation of the reported event. The root cause of the describer system behavior can be attributed to either the laser system not being commissioned, or more likely, the appropriate laser protocol was not used with the vsim system. If initial imaging is not performed, the intended treatment dose could be delivered to the wrong location, more than 10mm from the desired location. The investigation concluded that the vsim system did not malfunction. After checking the configuration, the setting was correctly repeated and a laser protocol was created. Afterwards, this protocol was used within the vsim and the marked position was correct. The investigation concluded the vsim system did not malfunction. The vsim application performs as specified. No further action is recommended at this time. Please note that this is a resubmission of the initial report, submitted on oct 26, 2018, due to a report code error.

Event description:
It was reported to siemens that product problem occurred during operation of the syngo vsim system. The user stated that during the procedure, the reference point manager workflow of the syngo vsim application vsim laser coordinates were sometimes incorrect in the "in-out" direction. The user observed the deviation during imaging. There was no mistreatment of the patient or need for additional imaging. Although there was no patient injury during this event, mistreatment of a patient could occur if the user skips the imaging step at the beginning of the treatment delivery workflow. Due to the potential patient risk if this event were to reoccur, this complaint is being conservatively reported.